Manufacturer narrative:
Reason code for no evaluation: other.

Event description:
It was reported with the use of the unspecified bd vacutainer there was an issue with erroneous results. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined. As no catalog or lot number was reported a DHR could not be performed.

Event description:
It was reported with the use of the unspecified bd vacutainer® there was an issue with erroneous results. There was no report of injury or medical intervention.